Event description:
The customer reports an interlock failure error message displayed. No pt injuries were reported.

Manufacturer narrative:
(B) (4). Error code displayed. The ge service rep found the 24 vdc for the interlock was missing, and the ps2 was not providing the 24vdc. It was not receiving 28vac either. The chain reaction, found out that the ps2 and the transformer have to be replaced both at the same time, so one does not take the other out. The system boots up and operates error free and with in specifications.